Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: the actual device was returned for evaluation. Visual analysis revealed that the device exhibits an overall appearance of moderate wear consistent with normal and constant usage. No signs of damage that could have contributed to the reported event were observed. A functional evaluation was conducted using the saw wing fixture and it was found that the left-sasi saw clamp lever was free to articulate without the saw wing fixture engaged. However, while conducting functional tests with the fixture attached, the assessment found undesired movement or play between the sasi clamp and sasi itself. Despite the toggle, there was no undesired movement or play noted between the saw-sasi clamp mechanism and the saw. The issue related to the looseness is being addressed through a CAPA. The assignable root cause was due to design.

Event description:
It was reported that preoperatively to a knee surgery, it was observed that the robotic assisted saw interface left (sasi) device was not locking on the device at all. During an in-house engineering evaluation, it was determined that the device was loose. It was reported that there were no delays in the surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.